Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was a loss of stimulation. When the implantable neurostimulator (ins) was checked with the patient programmer, the patient programmer showed stimulation was on. It was noted that the consumer had the ability to change stimulation. The consumer was instructed to increase or decrease stimulation as medically appropriate; this resolved the reported issue. The consumer changed groups and made appropriate adjustments; this did not resolve the reported issue. Reported patient symptoms included leg and back pain; this was considered a sudden change in therapy/symptoms. The patient was having a lot of breakthrough pain in her legs and back. It was noted that stimulation was at 10.5v, and the patient did not have any other groups to try. They had tried increasing stimulation in other programs, and they will try to increase to see if it helped. Additional information received from the consumer reported that the patient and her husband had tried adjusting stimulation. They got it working, but the patient was not having as much relief as before. It was noted that the ins was implanted to cover the patient's back pain, not leg pain. The consumer did not know what could have caused the patient's leg pain. There were no reported patient falls around the time it started, which was 3-4 days prior to (B)(6) 2016. The patient had an appointment with the healthcare professional scheduled for (B)(6) 2016. No event cause was reported for this event. No outcome or further troubleshooting/interventions were reported for this event. Follow up information was requested to determine event cause, event outcome, steps taken to resolve the reported issues, and the results of the patient's scheduled appointment on (B)(6) 2016. If additional information is received, a follow up report will be sent. The patient's indications for use included radiculopathy and degenerative disc disease.